Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ advance plus blood collection tubes that foreign matter was found prior to use. No health impact or consequence reported.

Manufacturer narrative:
The following fields were updated: d9. Device available for evaluation? Yes returned to manufacturer on: 15-jan-2024. H6. Investigation summary: bd received 1 sample and 3 photos for investigation. The photos were reviewed and the indicated failure mode for embedded foreign matter was observed. Additionally, the customer sample along with retention samples from bd inventory, were evaluated by visual examination and the issue of embedded foreign matter was observed in the customer sample however embedded foreign matter was not observed in retains. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode embedded foreign matter. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® sst¿ advance plus blood collection tubes that foreign matter was found prior to use. No health impact or consequence reported.